Manufacturer narrative:
Sections with additional information as of 11-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: customer returned incorrect test strips. Customer returned the related product-lot number za4958s used to perform blood test during the initial call (reported defect not reproduced). Incorrect meter was returned. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 293 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 02/25/2024 and open vial date is three weeks ago. The product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly: za4958s, manufacturer's expiration date of 04/26/2024 and opened day of call. During the call, a blood test was performed by the customer non-fasting and produced test result of 283 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history (date/time not set): result 1: 293 mg/dl date: 12/1/2022 time: 12:01pm fasting am result 2: 117 mg/dl date: 12/14/2022 time: 10:54pm fasting am result 4: 128 mg/dl date: 10/2/2022 time: 12:01pm fasting am result 3: 214 mg/dl date: 9/25/2022 time: 12:46pm fasting am result 5: 161 mg/dl date: 9/25/2022 time: 12:45pm fasting am

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 02-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.